Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4: device history review part:226.682, lot:2331539, manufacturing site:bettlach, release to warehouse date: 05. Feb. 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the plate cracked on (B)(6) 2019 while the patient was walking. The patient was treated regarding a cancer in the leg. The treatment was interrupted during several month following superinfection in the hip. The cancer progressed and the patient lost the use of his leg. Concomitant devices reported: locking screw, self-tapping, l14mm (part: 213.314, lot #: unknown, quantity: 1, locking screw, self-tapping, l18mm (part: 213.318, lot #: unknown, quantity: 2, locking screw, self-tapping, l34mm (part: 213.334, lot #: unknown, quantity: 1, locking screw, self-tapping, l36mm (part: 213.336, lot #: unknown, quantity: 2, locking screw, self-tapping, l38mm (part: 213.338, lot #: unknown, quantity: 2, locking screw, self-tapping, l42mm (part: 213.342, lot #: unknown, quantity: 1, locking screw, self-tapping, l46mm (part: 213.346, lot #: unknown, quantity: 1, locking screw, self-tapping, l48mm (part: 213.348, lot #: unknown, quantity: 1, dall-miles cable (part: 37040510, lot #: unknown, quantity: 6).

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, a breakage of a curved broad locking compression plate (lcp) plate was noted postoperatively without any trauma or incident. Originally, the patient was implanted with lcp plate and unknown screws on (B)(6) 2018. It was unknown if there was a planned revision surgery. Patient outcome was unknown. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) 4.5 mm curved broad lcp® plate 18 holes/336 mm. This is report 1 of 1 for complaint (B)(4).